Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was prophylactically replaced. The patient was post ventricular fibrillation (vf) arrest, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.